Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the device was not heating up. The h-31b was alarming. The nurse used a replacement level 1 trauma fast flow system on the patient. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
One fluid warmer was returned for evaluation. Visual inspection of the device found it be in good physical condition. Device was then powered on and run test was performed. Temperature was noted to be 41.7 degrees-within tolerance. Four additional tests performed with f-30 and f-10 disposables filter, and device did not alarm. The reported customer complaint has been unable to be confirmed.